Event description:
A donor heart was accepted for a hospital recipient. The transplant team used transmedics heart organ care system (ocs) to procure the heart. The heart procurement proceeded as normal however, it was noted that the compliance chamber of the transmedics heart ocs was getting larger than normal when they were priming the system. There was also a persistent air bubble that appeared next to the blood warmer. As a result, the heart could not be placed on the transmedics organ care system and therefore the heart was rendered unusable for transplant due to the inability to be perfuse on the transmedics device. This event did not cause death nor serious injury as the recipient remained on the heart transplant wait-list and was transplanted later, with a different organ. However, it rendered a heart that would have been used for transplant, unusable. The transplant team worked with transmedics to understand the root cause of the problem and it was noted that there was a kink in the pulmonary artery (pa) tubing causing the aforementioned issues. Manufacturer response for organ care system, transmedics heart organ care system (per site reporter). Per transmedics representative, they have identified the failure mode and have planned design modifications as a corrective action. The perfusion module was returned to transmedics. Inspection of the returned perfusion module noted there was a kink in the pa (pulmonary artery) tubing line. The module was filled with water and was cycled. The engorged compliance chamber and air bubble near the blood warmer were replicated. When the kink in the pa tubing line was relieved, the air bubble was able to pass and the compliance chamber returned to a normal volume. Based on our analysis, we concluded that the direct root cause of the observed problems was due to the kink in the pa tubing. We are still investigating the underlying cause of the kink.